Manufacturer narrative:
The qa lab found the returned reagent to read an average of 48mg/dl high, out of specification. Performance was satisfactory using iqa retension reagent.

Event description:
The customer called in for help with his contour meter. His initial complaint did not meet the criteria for reporting, but his test strips were returned and evaluated by the qa lab. No adverse events were alleged. Replacement test strips were sent to the customer.